Event description:
It was reported that alerts triggered due to several out of range impedances on the right ventricular (rv) lead. Interrogation found the rv defibrillation impedance, superior vena cava (svc) defibrillation impedance, and rv tip to rv coil impedance were all high. Bipolar impedance had been variable. Follow up was attempted with the physician; however, no additional information could be obtained. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the impedance warnings continued. The lead was explanted and replaced.